Event description:
No new information.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
A health professional reported that the locking mechanism of a chesapeake al implant deformed intra-operatively. It was further reported that the third screw was not fully inserted in the implant as a result and that the implant remains in the patient. The procedure was completed with a 10 minute surgical delay.